Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device not available.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was a case of an implant of 29mm sapien 3 transcatheter heart valve in the aortic position, by transfemoral approach. When advancing the commander delivery system with crimped valve through the esheath, resistance was encountered. The valve could not pass due to kinking in the femoral artery. The commander with crimped valve were removed as a single unit along with the esheath. Upon inspection of the removed devices, it was found the esheath torn and the commander delivery system damaged. Then, a second 29mm sapien 3 valve kit was prepared, and the valve was successfully implanted. The patient did not experience any injury during the event and the patient outcome was good post procedure. As per medical opinion, the root cause of the event is related to the severe vessel tortuosity. Through review of the device photos provided, it was observed that the esheath had a liner strand and liner tear. A balloon leak was observed on the delivery system.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Returned procedural imagery was evaluated and the following was observed: esheath had a torn liner and a liner strand. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance, sheath liner torn, sheath liner strand were confirmed upon evaluation of the returned procedural imagery. No manufacturing non-conformances were identified through evaluation of the returned device. No abnormalities were reported during device unpacking or preparation, indicating that this was not an out of the box issue. Per complaint details, ''during procedure, when advancing the commander delivery system with crimped valve through the esheath, resistance was encountered, and valve could not pass due to a kinking in the femoral artery. The commander with crimped valve were removed as a single unit along with the esheath. Upon inspection of the removed devices, it was found the esheath torn and the commander delivery system damaged. Then, a second 29mm sapien 3 valve kit was prepared, and the valve was successfully implanted. The patient did not suffer any injury during the event and the patient outcome was good post procedure. As per medical opinion, the root cause of the event is related to the severe tortuosity.'' For the complaint of resistance between system components, a detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in an edwards' technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Severe tortuosity was noted in complaint details. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Complaint details did not contain information about calcification. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Complaint details did not contain information about the size of the patient's vessels. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Complaint details did not contain information about the insertion angle. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. No IFU/training manual deficiencies were identified. No corrective/preventative action nor product risk assessment (pra) escalation are required at this time. For the complaint of sheath liner torn, an in-depth evaluation regarding complaints for sheath shaft liner torn has been documented in an edwards' technical summary. No manufacturing abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. The technical summary provides details of contributing factors for sheath shaft liner tears. The following vessel characteristics and procedural factors were identified as the root causes for encountering liner tears: tortuous patient anatomy can create sub-optimal angles that can lead to nonaxial alignment in the advancement and retrieval of the delivery system. The delivery system or balloon catheter can potentially catch on to the tip or liner of the sheath and create tip damage or liner tears upon removal. Complaint details state that ''severe tortuosity'' was present in the patient's access vessels. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tear or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Complaint details did not contain information in regards to calcification. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity) may have contributed to the reported event. No labeling/IFU deficiencies were identified. No IFU/training manual deficiencies were identified. No corrective/preventative action nor pra escalation are required at this time. For the complaint of sheath liner strand, the complaint states that ''severe tortuosity'' was present in the patient's access vessels. Tortuous patient anatomy can create sub-optimal angles that can lead to nonaxial alignment in the advancement and retrieval of the delivery system. The delivery system or balloon catheter can potentially catch on to the tip or liner of the sheath and liner tears upon removal. The liner can continue to tear, causing liner strands, as seen in the returned imagery. In order to overcome resistance, excessive manipulation was likely used. The excessive manipulation likely caused the liner strand as well as damage to the crimp balloon on the delivery system. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the reported event. No labeling/IFU deficiencies were identified. No IFU/training manual deficiencies were identified. No corrective/preventative action nor pra escalation are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).